Manufacturer narrative:
If implanted; give date: unknown if lens was not implanted. If explanted; give date: unknown if lens was not implanted, therefore unknown if explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with an ar40e intraocular lens (iol). Defective lens, haptic was twisted. No patient injury has been reported, and it is unknown if there was any patient's contact. No further information has been provided.

Manufacturer narrative:
Section b5: through follow-up, customer confirmed that there has not been contact with the patient's eye. Customer has no further information than what has been provided. Based on this information, we are no longer considering this event as reportable. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.